Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material rupture, granuloma and migration.

Event description:
Patient´s representative reported "the implant is ruptured, siliconoma in the breast and axilla and exposed to the permanent risk of cancer, also suffered pain due to the defective product and psychological stress". This record is for the right side. Device remains implanted. Device will not be returned due to the nature of this case.